Event description:
During preparation for a ptca treatment procedure, the radius soe balloon was found to be leaking from between the markerbands when flushed. The device did not have contact with the patient during this event. No patient injuries or procedural complications were reported.